Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the lima graft to the left anterior descending (lad) with the use of a non-abbott device, however, it was noted that the 2.80 x 19 mm graftmaster was deployed to cover the area of the perforation but did not completely seal where the perforation was suspected. Two 2.80 x 16 mm graftmaster stents were deployed at 14 atmosphere (atm) to cover and treat the perforation without reported adverse patient sequela. It was reported that 3 days post procedure the patient died. The exact cause of death was not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents for a stent graft leak reported from this lot. The reported patient effect of death, as listed in the coronary stent graft system, graftmaster rx instructions for use (IFU) is a known patient effect that may be associated with coronary stenting. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.